Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, while the sensor remained connected to the dexcom app; the sensor subsequently reconnected to the ilet during the call and began displaying glucose on the ilet. The user experienced a blood glucose peak of 305 mg/dl with associated symptom of dry mouth. Outcomes included no alerts or alarms on the ilet, no medical intervention, and no hospitalization. User support included remote troubleshooting and education focused on connectivity and signal integrity between the cgm and the ilet. Investigation of this case revealed transient loss of communication between the cgm and the ilet with reestablishment of connection, consistent with intermittent signal interruption without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication disruption.